Event description:
On february 11, 1998 nellcor puritan bennett (npb) rec'd info alleging that a npb model n-20 pulse oximeter was providing oxygen saturation readings of "100% all of the time." The end user stated that there was no pt harm or impact due to the reported diffuculties.